Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-june-2024, it was reported by the patient that he receives an alarm and hyperglycemia episode within 3 hours of use. High blood glucose level was 221 mg/dl. Infusion set was placed in abdomen. In troubleshooting blockage was found at the site. No further information was available.